Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: see attached medical device advisory notice, dated may 9, 1995 and reminder notice, dated june 16, 1997.